Event description:
Physician will be removing entire system along with leads due to infection. The manufacturer's lead remains in service.

Manufacturer narrative:
UDI related data quality updates only. H2: correction marked. D1: brand name updated to match gudid database entry. D4: different udis were used when sku (B)(4) was manufactured. When greatbatch (gbm) transitioned to gs1-128 barcodes, the gtin for sku (B)(4) was assigned. The gtin in the gudid database will not align with the barcode as new gtins were assigned when gbm transitioned to the gudid system. Class iii devices were required to register gtins in the gudid database on (B)(6) 2013; therefor, the UDI field (d4) in form 3500a will not align with the gudid entry due to the date it was manufactured.